Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. To address the issue, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient/case information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.